Event description:
Drills became stuck in the guided handles during surgical procedure. This caused the osteotomy to be inaccurately drills and the implant spun due to over "preperation" cause by the guided handle malfunction.